Event description:
It was reported that "after a revision of a previous surgery, the contra lateral side of the construct had two caps pop off and the cross connector break."

Manufacturer narrative:
There is limited info at this time. A request has been made for additional info and if received, will be supplied on a supplemental.